Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. Additionally, rising, but within range, shock impedance measurements were observed. It is suspected that micro dislodgement is the root cause of this. Reprograming of the device and a potential system revision were discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. Additionally, rising, but within range, shock impedance measurements were observed. It is suspected that micro dislodgement is the root cause of this. Reprograming of the device and a potential system revision were discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. Additionally, rising, but within range, shock impedance measurements were observed. It is suspected that micro dislodgement is the root cause of this. Reprograming of the device and a potential system revision were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a system revision was performed.